Manufacturer narrative:
Patient identifier was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that 2 minutes after starting a procedure, a user connected a pressure cable to the cardioplegia module of the sorin s5 system and the entire console suddenly switched off and displayed an error message and the arterial pump stopped. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative performed a serial read out and sent it to sorin group (B)(4) for analysis. Testing of the unit could not reproduce the error. The pump was found to be running properly. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that 2 minutes after starting a procedure, a user connected a pressure cable to the cardioplegia module of the sorin s5 system and the entire console suddently switched off and displayed an error message and the arterial pump stopped. There was no report of patient injury.